Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. There was no motor error alarm noted. There was no cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 484mg/dl. The customer had not treated the high yet due to not being able to see anything on the pump, other than motor error. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.